Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were removed/broken. Counterfeit top case found on the device. No visible contamination. The error history log could not be retrieved due to constant sound with no displayed alarm. Power up process was performed. The reported problem duplicated during power up/upload process. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. It appears that the user downloaded software (B)(4) and did not complete upload process. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be user power down of the pump while the pump was performing a software upload from base to head. The following repairs were completed: upload of (B)(4) to the base unit (interconnect board), reboot of pump's head (main board) by performing power point process, followed by upload of customer software (B)(4) on the pump.

Event description:
It was reported that upon turning on the device, it beeped and the screen was blank. There was no reported patient injury.